Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the balloon of the coda balloon catheter would not deflate after being inflated inside a stent graft for an aortic aneurysm repair procedure. There were no injuries or additional procedures reported.